Manufacturer narrative:
Age of device: 1 month, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient had infection at multiple sites such as urine/genitourinary, respiratory tract, ascites, wound. Patient had a complicated hospital course including acute kidney injury(aki), hypoxic respiratory failure, pleural effusions and anemia. Cultures were performed on (B)(6) 2016 due to rising white blood cell (wbc) count. Multiple blood cultures and sputum were positive for enterococcus faecium. Cultures after (B)(6) 2016 were negative for vancomycin-resistant enterococci (vre), but blood cultures from (B)(6) 2016 were positive for enterococcus (species not specified). Arterial blood and sputum cultures were again positive for enterococcus (blood culture: specifically vre) on (B)(6) 2016. Multiple courses of antibiotics were administered over this time period. Other cultures were positive for candida throughout the remainder of the patient's hospitalization: (B)(6) 2016 (sputum), (B)(6) 2016 (sputum, ascites), (B)(6) 2016 (catheterized urine), (B)(6) 2016 (wound), (B)(6) 2016 (sputum). Candida was treated with micafungin. On (B)(6) 2016, cultures from arterial blood was positive for leclercia adecarboxylata which indicated sepsis. At the time of the positive culture, it was unclear whether this was a contaminant as no additional blood cultures were positive. Zosyn was administered on (B)(6) 2016 through (B)(6) 2016. Vancomycin was also administered once on (B)(6) 2016. Multiple courses of antibiotics were administered over this time period. Infectious diseases followed on and off during patient's hospitalization. While other organisms were identified (including candida, leclercia, staphylococcus, and klebsiella infections), recurrent vre bacteremia was the primary issue source of which remained unclear during the hospitalization. Lvad infection was also suspected. Given long course of antibiotics it was not possible to conclude with certainty whether or not a chronic lvad infection existed without discontinuing antibiotics and obtaining surveillance blood cultures. Patient was on daptomycin (51 days) and ampicillin on (B)(6) 2016. Patient was transitioned to comfort care on (B)(6) 2016 for ongoing critical illness and expired on (B)(6) 2016.

Manufacturer narrative:
Expiration date. Date received by manufacturer. Device manufacture date. Investigation summary: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The account reported that the patient had a complicated post-operative hospital course including acute kidney injury (aki), hypoxic respiratory failure, pleural effusions, and anemia. On (B)(6) 2016, the patient presented with a major infection at multiple locations including the patient¿s urine/genitourinary, respiratory tract, ascites, and wound. Due to the patient¿s rising white blood cell (wbc) count, cultures were taken on (B)(6) 2016. Blood cultures from the patient¿s catheter sites, as well as sputum were positive for enterococcus faecium (vre). Cultures taken after (B)(6) 2016 were negative for vre, but blood cultures from (B)(6) 2016 were positive for enterococcus. On (B)(6) 2016, arterial blood and sputum cultures were again positive for enterococcus (blood culture specifically, vre). Multiple courses of antibiotics were administered over this time period. Throughout the patient¿s hospital course, other cultures taken were found to be positive for candida and the patient was treated with micafungin for 24 days. On (B)(6) 2016, cultures from arterial blood was positive for leclercia adecarboxylata which indicated sepsis. Per infectious diseases (ID) consult, IV zosyn was administered (B)(6) 2016 through (B)(6) 2016 and vancomycin was administered once on (B)(6) 2016. ID followed the patient on and off during hospitalization. While other organisms were identified (including candida, leclercia, staphylococcus, and klebsiella infections), recurrent vre bacteremia was the primary ID problem and the source remained unclear. The infection was thought to be line associated, but lvad infection was also suspected. Per ID consult on (B)(6) 2016, given the patient¿s long course on antibiotics it was not possible to conclude with certainty if a chronic lvad infection existed without discontinuing antibiotics and obtaining surveillance blood cultures. The patient had been treated with IV daptomycin and ampicillin for 51 days. These antibiotics were last administered on (B)(6) 2016 and then held. The patient was transitioned to comfort care on (B)(6) 2016 for ongoing critical illness and ultimately expired on (B)(6) 2016. The patient¿s expiration was unrelated to the lvad and determined to be caused by heart failure secondary to non-ischemic cardiomyopathy with recurrent pericardial tamponade and sepsis. Heartmate ii lvas, serial number: (B)(4), was returned as a non-complaint (see (B)(4)) and reprocessed without evaluation because there were no device related issues reported or suspected. The hmii lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) (documents 177471, 175496, and 174790) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2016 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received that the cause of expiration was due to recurrent pericardial tamponade and sepsis. There was a strong possibility that previous episodes of bacteremia were related to chronic infection of lvad. However, the only way to determine for sure would be to stop antibiotics (daptomycin and ampicillin), and monitor with surveillance blood cultures and for changes in clinical status. Since the patient died on (B)(6) 2016 and the recommendation was never completed. At the time of death, chronic lvad infection was suspected but not confirmed.